Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 60011041, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 60011041 was manufactured according to the work instruction (wi) version 99 and packaging in the multivac 14 on 08/jan/2025, with a total of (B)(4) units. The sub-assembly, welding lot 4m02430 was manufactured according to the (wi) version 34 and manufactured on machines ls06 & ls07, on 21/dec/2024, with a total of (B)(4) units. Lot 4m03229 was manufactured according to the (wi) version 34 and manufactured on machines ls24 & ls25, on 20/dec/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector lot 4m03019 was manufactured according to the (wi) version 37 and manufactured on line 3, on 20/dec/2024, with a total of (B)(4) units. Lot 4m03020 was manufactured according to the (wi) version 37 and manufactured on line 3, on 21/dec/2024, with a total of (B)(4) units. Lot 4m03194 was manufactured according to the (wi) version 37 and manufactured on line 9, on 20/dec/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.